Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding a patient with an implanted neurostimulator (ins) for urinary dys function/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that the patient went to have an MRI and the MRI technicians were going to try to use MRI mode but the MRI techs weren't able to connect to the implant. The caller, who has helped the patient connect to their device multiple times over the past 2 years, stated they then attempted to try to connect with the implant however they were also unable to connect. No troubleshooting was performed since the caller was not with the patient. The caller reported the patient says that it has never worked for their symptoms. The caller stated that about 8 months ago (caller confirmed in 2021,) they met with a manufacturer representative (rep) at the managing health care provider (hcp) office (the caller could not recall the rep's name,) who added three additional programs. The caller stated the rep had been aware at the time of the re-programming that the implant had never helped the patient's symptoms. The caller stated now they were wondering if the implant was just a defective device. The caller indicated regarding the settings, that "we've had to put them up pretty high," but then the caller stated "so they added three additional programs." It was unclear if the caller meant the settings had been high or if the patient had to use a higher-numbered program because the others hadn't helped. Advised the caller to call back to troubleshoot when they were with the patient again but also suggested the caller follow up with the patient's hcp so the hcp could check the implant. The caller was going to reach out to the hcp.